Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were found at 6.9 cm to 7.2 cm and 14.5 cm to 15.9 cm from the distal tip consistent with lead friction to another device. The etfe coating of the sensing conductor was abraded at one location. No complaint received with return of device. Failure (event) observed during analysis.